Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that low flows were thought to be secondary to right ventricular (rv) failure (2.0 or greater). Flow was reported as low as 0.0 on (B)(6) 2025. The event resolved and numbers the next day were as expected. Log files were sent for review. The event log captured persistent low flow events throughout the log with the estimated flow that hovered mainly around the 2.4 to 2.5 liters per minute (lpm) low limit threshold. Pulsatility index (pi) values during these lower flows were slightly elevated in the 8-9 range. The flow value was zero on (B)(6) 2025 at 18:05. There was a slight dip in pump power (possible inflow) during this time, but flow recovered after a minute or so. It was possible that something may have passed through the pump that inhibited flow but that could not be confirmed for sure based on the log. A chest computed tomography angiography was done. There was a concern that the inflow cannula was abutting the anterior apical wall of the left ventricle (lv). Since the patient was started on dobutamine for concurrent rv failure, that might have explained this phenomenon if the apical segment contracted around the inflow cannula.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow event consistent with a material, such as thrombus, passing through the pump; however, thrombus could not be confirmed through this evaluation. Additionally, the reported inflow cannula malposition could not be confirmed through this evaluation. The account communicated that the low flow alarms were possibly in the setting of inflow cannula malposition. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log files contained events from (B)(6) 2025. Low flow hazard alarms were captured throughout the file and were associated with elevated pulsatility index values. Of note, a decrease in pump flow to 0 liters per minute (lpm) was captured and was associated with elevated rotor noise values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU lists potential adverse events, including device thrombosis and right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information provided stated that right heart failure was not as severe as it was pre-left ventricular assist device (lvad). It was doubtful that a device related issue caused or contributed to the right heart failure. Cardiac computed tomography angiography showed no outflow graft obstruction. Treatment included norepinephrine and dobutamine.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. Review of the submitted log files confirmed a low flow event consistent with a material, such as thrombus, passing through the pump; however, thrombus could not be confirmed through this evaluation. Additionally, the reported inflow cannula malposition could not be confirmed through this evaluation. The account communicated that the low flow alarms were possibly in the setting of inflow cannula malposition. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log files contained events from 29jul2025. Low flow hazard alarms were captured throughout the file and were associated with elevated pulsatility index values. Of note, a decrease in pump flow to 0 liters per minute (lpm) was captured and was associated with elevated rotor noise values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU lists potential adverse events, including device thrombosis, right heart failure, infection, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal dysfunction, and hepatic dysfunction), and death that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that the patient passed away due to right ventricular failure, multisystem organ failure (msof), and incurable bacteremia infection. The patient was noted to have a driveline infection.